Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A loose branch of the tree of the following device: 30 cm (12") add-on set w/4 check valves, vented cap detached during flushing after a patient's bevacizumab administration. During flushing, the loose limb detached at the blue part, and the flushing solution spilled onto the patient. There weren't any adverse clinical consequences, and no one was injured. The therapy was completed, with a delay spanning the time that was required to change the limb.

Manufacturer narrative:
Received one used (B)(4) add-on set w/4 check valves for inspection. A back check valve and adapter was separated from the trifurcated connector as received. Evaluation of the bond under uv light showed gaps in solvent coverage. The remaining bonds were tested for bond integrity per product specifications. One other bond failed functional specifications. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly. Corrective action is ongoing at this time. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to MFR: 29jan2026.